Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that causes of the inability to pee and difficulties peeing was possible uti and was given antibiotic by the doctor. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for u fecal incontinence and gastrointestinal/pelvic floor patient stated that the trial worked beautifully and patient was able to go and completely stop the dribbling when patients bends to get up. However since the permanent device was implanted they, were having some issues and it seemed like they were back to where they were prior to implant. Patient stated that they waited 5 and 7 minutes to begin urination at another time and that they did not feel the urges until patient was full and when they stand, they had to go. Patient further reported that they felt stimulation in their hip. During troubleshooting, patient initially saw poor communication however after patient moved the patient programmer antenna, patient was able to connect and was on 2.2 on program 2 which was increased to 2.4 and patient could feel stimulation. Patient was redirected to their health care professional to discuss changed patient can make. Patient reported on (B)(6) 2018 that they adjusted the stimulator a bit and now they could not pee and that it was more difficult to pee. No further complications were noted or anticipated.

Event description:
Additional information was received. Health care professional stated that the uti were related to patient's underlying urinary dysfunction and patient was given antibiotic. It was also stated that as for stimulation on the hip, a reprogramming was performed on (B)(6) and (B)(6). However the cause of the stimulation were not given. No further complications were noted or anticipated.

Manufacturer narrative:
(B)(4) is no longer apply to this event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.